Event description:
The customer reported that when they went to take a shower, they removed the reservoir from the pump but stayed connected. When the customer got out of the shower the o-rings from the reservoir were pushed all the way down. They believe that they received at least 30 units of insulin. The customer called the paramedics and they arrived to take them to the hospital. Two days later, the customer called back and their blood glucose was high at the time of call. The customer was going to bolus, but they are concerned about having low sugar again.